Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a 4k camera head for use, it was found to have no image. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device has not been returned to olympus and the cause of the reported issue cannot be conclusively determined. The legal manufacturer has determined several potential contributing factors, including: due to poor contact caused by a broken cable, communication between the processor and the camera head became impossible, causing this phenomenon. If a strong impact was applied to the camera head, the camera head broke down and communication between the processor and the camera head became impossible, causing this phenomenon. Due to corrosion of the electrical contacts of the video connector, dirt and adhesion of foreign matter on the electrical contacts, communication between the processor and the camera head became impossible, causing this phenomenon. Due to a short circuit or corrosion caused by water invasion, communication between the processor and the camera head became impossible, causing this phenomenon. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.